Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify a lot specific issue. Based on the information available, the reported device damaged by another device (dislodged) was due to user technique/procedural conditions as the second clip interacted with this already implanted clip and dislodged it. The reported single leaflet device attachment (slda) was a cascading effect of the reported device damaged by another device (dislodged). The reported partial clip movement was due to procedural conditions as the clip captured a preexisting loose chordae during positioning which resulted in the clip to partially move (rotate) after deployment. The reported foreign body in patient was due to the deployment of the first clip on both leaflets but with loose chordae attached to the anterior leaflet, therefore, due to procedural conditions. The reported failure to deliver mitraclip to the intended site (foreign body in patient) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action will be implemented in this case. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report single leaflet device attachment/slda, damaged by another device, foreign body, medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted a previous cardiac surgery. The first clip delivery system (cds 90926u291) was advanced to the mitral valve; however, the clip inadvertently captured a pre-existing loose chord. The clip was deployed on both leaflets with the loose chord attached to the anterior leaflet. This resulted in the clip partially moving after deployment. Then a second cds (91226u236) was inadvertently steered down fast and interacted with the first clip. The first clip then became detached from the anterior leaflet but remained attached to the posterior leaflet (single leaflet device attachment/slda). The procedure continued and the second clip was positioned to stabilize the slda. A third cds (91209u276) was advanced to the mitral valve to further reduce mr; however, when the clip grasped the leaflets, the mean pressure gradient increased to 10mmhg. The clip un-grasped the leaflets, and the cds was removed with the clip attached. The mean pressure gradient returned to baseline. A decision was made to implant anymore clips. Two clips were implanted, reducing mr to 3+. There was no reported clinically significant delay in the procedure. No additional information was provided.